Event description:
Event description guidant received information that this device, which was reported to have been implanted seven years, indicated beginning of life (bol). The physician elected to explant and replace the device since the patient was pacemaker dependent. This device was included in the second population of the hermetic sealing advisory. No adverse patient effects were reported.